Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 325cc mentor memorygel breast implants. Post-operatively, the patient underwent an unspecified revision surgery. During surgery, it was discovered that the patient experienced bilateral rupture of both prostheses. As a result, the patient underwent bilateral removal and replacement with 235cc mentor memorygel breast implants on (B)(6) 2024. The patient¿s date of implantation was provided as an estimate. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates have begun follow-ups for clarification. If new information becomes available, mentor will submit a supplemental report. This report is for the left implant. Refer to manufacturing report number 1645337-2024-03368 for the contralateral event.

Manufacturer narrative:
On march 21, 2024, mentor received the device for evaluation. On march 25, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view, measuring approximately 1.2 cm. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).